Manufacturer narrative:
Additional information received update on the following: block b5:describe event or problem. Block h6: medical device problem code a180104 captures the reportable event of foreign substance in the device. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was to be used for a spaceoar procedure on (B)(6) 2021. During preparation, there was foreign material found on the y-connector. The device was discarded and the procedure was completed using a second kit. There were no patient complications reported as a result of this event. A photo of the device, provided by the complainant showed a curly and slightly rough hair on the outside of the y adaptor. On (B)(6) 2021, additional information was received stating that the procedure was done under general anesthesia.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was to be used for a spaceoar procedure on (B)(6) 2021. During preparation, there was foreign material found on the y-connector. The device was discarded and the procedure was completed using a second kit. There were no patient complications reported as a result of this event. A photo of the device, provided by the complainant showed a curly and slightly rough hair on the outside of the y adaptor.